Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty advancing could not be replicated in a testing environment as it was based on operational circumstances. The reported marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Reference exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. The device was successfully flushed during prep. Reportedly, the device was advanced as far as it could go but there was no blood flow from the marker lumen. There was possible fibrotic scar tissue from prior procedures which was felt when advancing the device. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.